Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Not returned to manufacturer.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units during the load process after cold insulin was used. The customer's blood glucose level was around 200 mg/dl.